Event description:
It was reported that customer was having high blood glucose due to cannula was bent. Customer stated that she kept changing her infusion due to this issue. Customer's current blood glucose was 295 mg/dl. It was mentioned that customer's blood glucose was 600 mg/dl. Customer reported that the insulin pump alarmed no delivery and was resolved by an infusion set changed. Customer declined to do troubleshooting for high blood glucose due to bent cannulas. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.